Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Intuitive motion performed to confirm no issue was identified. The instrument was fully functional. Additional findings: the instrument was found to have a frayed cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, large needle driver instrument jaws would not open half the way when surgeon took control of the instrument. The instrument was installed onto another arm and same problem occurred. The procedure was completed as planned with no reported injury using a backup needle driver.

Manufacturer narrative:
Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. The instrument was installed on an in-house system for functional testing. The instrument moved intuitively. There was discoloration and corrosion, observed inside the housing that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.